Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported receiving an occlusion alert following a supply change. The user¿s blood glucose was 271 mg/dl at the time of the alert. A caregiver assisted with changing the infusion set, after which insulin delivery resumed. The hyperglycemia was treated through the supply change to restore insulin delivery. The user did not experience symptoms, did not require ems intervention, and reported that the issue resolved without long-term effects.